Event description:
Reporter indicated that vns pt was hospitalized for 6 days due to an increase in seizures. Reporter also indicated that the pt has experienced the increase in seizures since generator replacement surgery due to end of service approx 1 month prior.